Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer had series high blood glucose level because the cannula of his set was not penetrating properly. Customer's blood glucose value was 400 mg/dl at the time of the incident. Current blood glucose was 129 mg/dl. Customer reports the following symptoms nausea, vomiting, abdominal pain, difficulty breathing. Customer reports they do not feel okay to troubleshoot and declined for high blood glucose. Customer will not returned device for analysis.